Event description:
Customer's medwatch reported the alaris infusion pump shut off unexpectedly during therapy. This required reprogramming of high risk infusions by our nursing staff. The battery on the unit was fully charged and the unit was plugged into the wall outlet at the time of the channel disconnect. Biomed was contacted and evaluated the equipment. Upon close inspection with the manager from equipment distribution, it was noted that there was a film buildup on the equipment, including a scaly salmon colored build up on the channel connections and sensors. Further investigation found that two weeks prior, the organization changed cleaning products based on recommendations from infection control for eliminating clostridium difficile spores on equipment. We had previously been using a cleaning product called "super sani cloth" and switched to "dispatch" a bleach based product. Contracted carefusion who indicated "dispatch" can be used on their pumps. We believe the build up on the equipment was caused by "dispatch" and have changed back to the "super sani cloths" to clean the equipment. Since the change, the incident of channel disconnect alarms have stopped.

Manufacturer narrative:
(B)(4). Biomed reported they know what caused the problem because they were using "dispatch" to clean the iui connectors and this accelerated oxidation on the iuis, causing contamination. The device will not be returned for eval. The customer did not email/error logs. A f/u report will be submitted once the logs have been reviewed and the failure investigation is completed.